Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. The root cause of the delivery issue was due to patient condition.

Event description:
The user facility reported an impella cp was unsuccessfully implanted in a 89-year-old male for mechanical circulatory support during high risk percutaneous coronary intervention. It was reported that several unsuccessful attempts were made to advance the impella in the left ventricle. The pump motor was unable to pass around the aortic arch due to extensive calcification. Multiple wires and techniques were attempted but were unsuccessful. The case was aborted. No additional information was provided.

Manufacturer narrative:
The impella device was not returned for evaluation. A supplemental report will be submitted when the investigation has been completed.